Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. E1 phone: (B)(6). G2 foreign: (B)(6). Review of the most recent repair record determined the device was missing screws and the comb was damaged. The comb, screws, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there were 2 screws missing. The event occurred outside of surgery. There was no reported patient harm, or delay. Due diligence is complete,. During the evaluation found the mesher comb was bent. No further information is available at this time.